Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient inadvertently ripped the impella catheter apart from the red plug. The patient was stabilized and taken to the operating room for impella replacement. There was no patient harm. The patient condition was noted to be stable.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Positioning issues: data logs were reviewed and lt log of case shows pump was running without issue until sudden pump stop alarm occurred. No impella positioning alarms were observed. Clinical details noted patient was confused and not restrained when they pulled the impella out of position and tore the pump at the red handle. The root cause of the positioning issues was most likely patient movement as the patient was agitated and pulled on the impella catheter causing mal-positioning and separation of the catheter and the red pump plug. Pump stop: an additional failure mode of "pump stop" was added to the investigation as a pump stop alarm was observed in returned logs at time of positioning issues. Clinical details noted that when patient was not restrained, they pulled the pump out and ripped the impella catheter apart at the red handle. Data logs were reviewed and lt log shows an ¿impella stopped (rpm deviations)¿ alarm was observed at time of reported positioning issues. Pump was running without issue prior to alarm. At time of alarm, motor current spiked to 3000 and motor speed dropped to 0, pump flow immediately dropped to 0, placement signal spiked to 3000, and purge pressure dropped with a sudden increase in purge flow. The root cause of the pump stop was most likely due to an electrical open when patient pulled on impella catheter and separated pump at red handle. Instructions for use as follows: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿